Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock and was admitted into the hospital. A chest x-ray was performed and revealed that the electrode was dislodged. Twiddler syndrome was suspected. The physician decided to explant and replaced the whole system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock and was admitted into the hospital. A chest x-ray was performed and revealed that the electrode was dislodged. Twiddler syndrome was suspected. The physician decided to explant and replaced the whole system. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the electrode however no response was received; the product is not expected to be returned.